Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available. A second valve was implanted which successfully resolved the severe regurgitation and reduced it to mild. Mild regurgitation has a minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that aortic regurgitation was observed due to a moderate-severe paravalvular leak observed following the implant of this transcatheter bioprosthetic valve. A second valve was implanted valve-in-valve, which reduced the leak to mild. No additional intervention was performed. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.